Event description:
It was later reported that following the catheter revision "for now everything is fine." The catheter was not returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported a volume discrepancy occurred. The expected volume in the reservoir was 0.9 ml and the actual volume was 19 ml. A catheter dye study was performed. It was reported the pump didn't have a problem but it was found the catheter did not have a good outflow. The catheter was replaced on (B)(6) 2013. There were no patient symptoms or injuries related to this event. The status of the patient was unknown as of the date of this report. The device system was used to deliver sufenta. Additional information has been requested, but was not available as of the date of this report.